Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer generated an error message and afterward the programmer would not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced and calibrated. Concomitant medical products: product ID 2067 radiofrequency head.